Manufacturer narrative:
Medwatch sent to FDA on 8/16/2016. Additional information: describe event or problem.

Event description:
Further follow up with the healthcare professional indicated symptoms have "appeared to resolve for now."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, swelling, and a lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in (B)(4)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with 4 syringes of juvederm voluma xc bilaterally in the cheeks, the patient experienced redness, swelling, and a lump in the cheeks at the injection sites bilaterally approximately 3 months later. The patient was seen by the injector on the day of occurrence and was treated with oral prednisone, oral bactrim, and hyaluronidase. Patient was also treated with another round of hyaluronidase an unspecified amount of time later. It is not known if all symptoms have resolved.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection with 4 syringes of juvederm voluma xc bilaterally in the cheeks, the patient experienced redness, swelling, and a lump in the cheeks at the injection sites bilaterally approximately 3 months later. The patient was seen by the injector on the day of occurrence and was treated with oral prednisone, oral bactrim, and hyaluronidase. Patient was also treated with another round of hyaluronidase an unspecified amount of time later. It is not known if all symptoms have resolved.